Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that they have observed uterine necrosis following the introduction of embolics into the patient. No additional information available.